Manufacturer narrative:
(B)(4). Additional information: upon inspection of the pack it was confirmed that the information on the label did not match with the product received. This condition is related to our packaging process.

Event description:
It was reported that the bar should be white in color and it is blue. There will be two packs (300 devices total) returning.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: quantity updated to 2 as the issue was with two packs. Spoke to the customer and obtained clarification on the event. The distributor ordered a ck087 kit and included in the kit should have been 2 bags (150 each) of lt202 white cartridges. The label on the two bags said lt202, but contained lt102 blue cartridges.